Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose (bg) was over 600 mg/dl. Reportedly, the customer did not deliver a bolus for the meal consumed due to running out of insulin. A cartridge change was performed and a bolus was delivered to address bg. Reportedly, a new cartridge was filled and loaded successfully.